Manufacturer narrative:
Corrections can be found in the following fields: b3: event date and d4: lot number and UDI. D02-intuitive surgical, inc. (Isi) has received the maryland bipolar forceps (mbf) associated with this complaint and completed investigations. Failure analysis investigations found the primary failure of damaged insulation on the conductor wire to be related to the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation at the distal end. As a result, the wires are exposed. Electrical continuity was performed and passed. No thermal damage was observed. Root cause of this failure is attributed to a component failure. An additional observation not reported by the site and not related to the primary failure was identified. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.101¿ - 0.206" in length and were not aligned with the tube axis. The root cause is typically attributed to mishandling/misuse. A review of the instrument log for the maryland bipolar forceps instrument (part# 420172-17/lot# n10210322 077) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system sh2403. The instrument had 5 remaining usable lives with no subsequent use recorded.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps be returned for evaluation, but it has not yet been received. Therefore, the root cause of the reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A full instrument lot sequence number was not provided by the customer. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage, with no evidence or claim of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting (pre anesthesia) a da vinci-assisted surgical procedure, the maryland bipolar forceps was found to have a defect in the insulation of the black cable. Another instrument was used to proceed with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and on 07-oct-2021, obtained the following additional and updated information: the damage was actually identified after a procedure and prior to reprocessing. It was unknown if the instrument collided with any other instrument or tool during the last procedure. There were no issues with the instrument during the last use and there were no signs of thermal damage at site of conductor wire breakage.